Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 500cc mentor smooth round high profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
On january 5, 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on january 18, 2020. Device evaluation summary: according to the information received, the patient experienced deflation in the sm hps dv 500cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sm hps dv 500cc breast implant had a crease/fold on the anterior view. Additionally, a tear was found within the crease/fold measuring approximately 1.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor that patient replacement device was erroneously omitted in follow up report 1. Please see corrected data section for correction. Manufacturer¿s reference number: (B)(4), patient underwent removal and replacement with a 500cc mentor smooth round high profile saline breast implant.